Event description:
It was reported that the user experienced hyperglycemia followed by hypoglycemia after announcing a combined dinner and dessert and ingesting dessert more than 30 minutes after the announcement; glucose rose above 180 mg/dl for about 2 hours with a maximum of 272 mg/dl, and subsequent automated corrections were followed by a prolonged low in which cgm readings were below 70 mg/dl for just over 2 hours with a nadir of 39 mg/dl; the pump¿s corrective algorithm delivered corrections and the user self-treated the low with oral glucose. Symptoms included thirst, fatigue, and hunger. Outcomes included resolution of the event without outside assistance or medical intervention.

Manufacturer narrative:
Investigation included user interview and product-use review with education provided to announce dinner and dessert separately when spaced apart and to treat lows with up to 15 g fast-acting carbohydrates and recheck after 15 minutes. Investigation of this case revealed no device malfunction and appropriate algorithm-delivered corrections with patient behavior and timing of carbohydrate intake contributing to the glucose excursions. It was concluded that the event was consistent with hypoglycemia with cause unclear following prior hyperglycemia and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.